Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17705384l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. It was reported that the sterile packaging of the catheter was faulty. The catheter was not used on the patient. Pictures provided showed a cut in the sterile pouch for this catheter. This packaging issue was assessed as a reportable malfunction.